Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement, (B)(6) hospital, (B)(6) 2018. During cementing of the fb tibial prosthesis, the surgeon used the impactor on the handle with a mallet. Upon impaction the fbi impactor broke into 2 pieces. Surgeon was able to use another impactor from other set to impact the tibial prostheses. Rep was present for the case. Surgeon did state patient had hard bone. No pieces of instrument left in patient. No delays. (B)(6), male.